Event description:
Have had side effects since installation of essure. Was told they would go away but health issues got worse. I didn¿t have realize what is was until I researched after hearing about side effects. High blood pressure, hypothyroidism, heart problems, weight gain, excessive bleeding, heavy periods.